Event description:
The balloon would not completely inflate during prep. Ostial flash mini 4mm x 8mm. Ref: ocb4008ba. Lot: 82290945. Manufacturer response for ostial flash balloon, ostial flash mini 4mm x 8 mm (per site reporter) clinical site notified mfg rep directly.